Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 10 mg/ml of morphine at 1.509 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported the patient's pump was empty. The patient was due for a refill and their pump went empty the week before, relative to (B)(6) 2019. The hcp reported that the patient is a non-compliant patient and misses refills. The hcp planned to program the pump to off state on the date of the call, (B)(6) 2019. No symptoms were reported. The password was provided to the hcp. No further complications were reported or anticipated.